Manufacturer narrative:
(B)(4).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number 06218 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 5 february 2019, the device was noted to have been previously repaired once for the meshgarft tearing skin reported 1 may 2017. On 5 february 2019, it was reported from peterborough regional health centre that a meshgraft was not feeding properly and was not perforating correctly. The customer returned a zimmer skin graft mesher, serial number (B)(4), for evaluation. Evaluation of the meshgraft on 7 march 2019 noted that the calibration and test cut were within specifications, the side plates were worn, and that the roller and ratchet gear had visible damage. No cutters were returned with the device for evaluation. Repair of the device occurred the same day and involved replacing the side plates, roller and roller gear, the comb, and the ratchet gear. He then tested and verified that the device was functioning as intended and returned the device to service without further incident. The device was tested, inspected, and repaired. While the service technician found that the roller was damaged, which could impede with the device being able to pull skin properly through it, it cannot be determined from the information provided as to what caused the damage to the roller or if it was associated with the reported issues at all. In addition, the noted failures found would not indicate that the device cannot perforate the skin when it would be fed through the meshgraft and the cutters were not returned in order to determine if these components were associated with the perforation or feeding issue. Therefore, a specific root cause of the reported feeding and perforation issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4).

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Zimmer skin graft mesher was not feeding tissue properly and was not making perforations. The skin carrier would not advance due to the ratchet handle. The event occurred during surgery, and there was no harm and a delay of 15 minutes. No adverse events were reported as a result of this malfunction.